Event description:
Pt had had bilateral reconstruction performed with implants. Pt had developed neurological symptoms and had decided to have the implants removed out of concern for any possible connection that might exist. Due to the pt's high body weight and thick fat layer and to a previous partial abdominoplasty, it was considered prudent to perform the operation in separate stages. The first stage had been performed on 9/29, at which time, left and right rectus abdominis myocutaneous flaps had been elevated and returned to position. At this time they were to be transferred into the space which the implants had occupied.